Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure via an 8f sheath. Reportedly, during pre-placement, a cuff miss [suture retrieval issue] occurred with one of the devices. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 10f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.